Event description:
It was reported that during a moderately tortuous mid right coronary artery intervention, during advancement in the guideliner, the 4.5x13mm multi-link ultra stent dislodged and was easily removed from the guideliner. There was no report of adverse patient sequela and no report of a clinically significant delay in procedure. The lesion was treated with another ultra stent. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.